Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via interdepartmental helpline solutions tracker that sensor needle broke before customer was able to insert. Customer also reported that sensor had been inconsistent stating that it would give high and low blood glucose readings. Customer declined troubleshooting.